Event description:
Product analysis on the explanted lead and generator were performed. There were no anomalies found with the explanted generator. An analysis was performed on the returned lead portions and a potential contributing finding to the reported fracture allegations was observed. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 375mm portion the connector ring inner silicone tubing and quadfilar coil appeared to be melted. Scanning electron microscopy (sem) was performed on the connector ring quadfilar coil with melted appearance and identified the area as having the appearance of being melted, with re-solidified material (evidence of being melted at one time) and no pitting. What appeared to be spatter was found on the quadfilar coil surface. It is believed that this break most likely occurred during the explant process due to the absence of metal pitting and the melted condition of the coil wire surfaces. It is possible the connector ring inner silicone tubing and the thermally-damaged coil were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. With the exception of the incomplete pin insertion and observed thermal damage/melting of metal, the condition of the remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin and the canted spring indentations on the small front o-ring, indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks found on the lead connector pin, provide evidence that a good mechanical and electrical connection was present at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is evidence to suggest incomplete connector pin insertion into the generator and there was noted abraded opening which could have also contributed to the event. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that high impedance was found on the patient¿s device during system diagnostics test. It was also stated that the patient was having an increase in seizures and could no longer perceive stimulation. X-rays were performed and reviewed by physician and was also noted that the patient¿s device had not been checked for 5 years. There was no reported pain by the patient. Implant card was later received indicating that the patient received a full revision due to high impedance and generator was changed prophylactically. The explanted device was returned for product analysis. No additional relevant information has been received to date.